Event description:
The report received from the cordis clinical study registry indicated that a pt incurred a type a dissection during a percutaneous coronary intervention. The main indication for the procedure was unstable angina pectoris, and the target vessel was the first obtuse marginal branch of the circumflex described as 2.3 x 8mm long, de novo, eccentric, moderately tortuous with a type a classification and 70% stenosis. Timi flow before and after the procedure was three. A 2.5 x 23mm cypher was implanted at 10 atms. Pre and post dilatation was not conducted. Residual stenosis was zero. A type a dissection was reported after the procedure. It was treated by stenting with another cypher stent. A troponin level of equal to or greater than five times the upper normal limit was reported. The pt was discharged home the following day after the index procedure, and the pt was asymptomatic at one month after the procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.